Event description:
It was reported that a patient injury occurred while using a carto xp with a noga catheter in an epicardial vt procedure. Following epicardial access a sheath and noga catheter were introduced into the pericardial space. At this point it was noted that the patient was hypotensive. The lateral wall of the heart did not show movement under fluoro. A pericardiocentesis was performed and large volumes of blood were removed. A thoracotomy was then performed and the patient was stabilized. The patient will remain in house for treatment. The caller states that right ventricular bruising and lacerations were seen during the thoracotomy. The caller states that the physicians believe the damage was caused by the access needle and not a bwi product.

Manufacturer narrative:
The additional information was received from customer (affiliate): there was a small laceration to the right ventricle. Laceration was repaired and there should be no impairment. After a successful epicardial access it was noticed that the patient's pressure was dropping. After a pericardiocentesis was performed it was determined that there was a rv laceration from the needle during epicardial access. The rv laceration required a thoracotomy in the ep lab of which the cv surgeon repaired the laceration. The event did require hospitalization. The patient was stable when I left the case and I heard that they brought the patient back in for a repeat procedure the next day. Prognosis from injury is satisfactory. Causality of adverse event is procedure related. Treatment is for non-ischemic cardiomyopathy. If the single use products are returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. The concomitant device: carto xp system: (B)(4), catalog # m470001. (B)(4).

Manufacturer narrative:
(B)(4). Catheter appears in good condition. Catheter was tested and passed electrical and leakage tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition cannot be confirmed.